Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with right plunger case was cracked. Event history log review was performed and found evidence of reported problem. Visual inspection and startup process were performed. The customer's reported problem was confirmed. According to the investigation, the pump force was out of spec at 0 pounds and the count was at zero as a result of normal drift or normal wear. The investigation reported that the pump is over 2 1/2 years old. Recalibrated the force and that cleared up the problem. Service's replaced the pump force sensor as a preventative measure. The problem source of the reported problem is normal wear.

Event description:
Information was received indicating that this smiths medical cadd medfusion 4000 pump exhibited force sensor test error. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.